Event description:
The customer contacted heartsine to report that their device would not provide any voice prompts. Without voice prompts, the user would not be able to use the device properly on a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate or verify the reported issue. The device was scrapped by heartsine and the customer was provided with a replacement device. The cause of the reported issue could not be determined.

Event description:
The customer contacted heartsine to report that their device would not provide any voice prompts. Without voice prompts, the user would not be able to use the device properly on a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.